Manufacturer narrative:
The device was returned for inspection where it was determined that the power cable was burnt and no longer working. The problem was caused by a defective power cable. The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35-watt power supply. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. All welch allyn electrical devices are designed and tested to meet all applicable safety and flammability regulations. Welch allyn's vital signs, cardio and monitoring electrical devices are not held by the user and therefore decrease the likelihood that the user would sustain a 1st or 2nd degree burn if the device were to become hot. If these burns were to occur, they would generally not be considered serious and would heal without further medical intervention. Although the reported event did not result in a serious injury, the reported malfunction could contribute to a serious injury or death, if it were to recur. Therefore, baxter considers this complaint a reportable malfunction.

Event description:
The customer reported that the csm monitor smelled of burning and had strange noises coming from the device. The device was tested by the facility and it was reported that the transformer was faulty, electrical arcing noises were audible, and excessive heating of the plug was melting it and the female plug on the transformer. There was no adverse event reported.

Event description:
The customer reported that the csm monitor smelled of burning and had strange noises coming from the device. The device was tested by the facility and it was reported that the transformer was faulty, electrical arcing noises were audible, and excessive heating of the plug was melting it and the female plug on the transformer. There was no adverse event reported.

Manufacturer narrative:
The device was returned for inspection. The investigation is currently on going. A final report will be submitted upon completion of the investigation.